Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had damage to the system controller's black power cable. They reported frequent power cable disconnect alarms as well as no external power alarms. Log files confirmed power cable disconnect alarms associated with the black power lead. The no external power alarm appeared to have been caused by disconnections of both power cables. The no external power alarm resolved when power was restored. The controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect and no external power alarms was confirmed via the provided log file; however, damage to the black power cable was not confirmed. The provided log file contained data spanning approximately 6 days (13jul2022 ¿ 19jul2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Several atypical low voltage and power cable disconnect alarms were observed throughout the data correlating to the black power line (alarms that were not associated with a power source exchange). These alarms appeared to have been caused by the rsoc in the black power line briefly dropping below the alarm thresholds. A no external power alarm was also observed on 18jul2022 at 10:39. This alarm appeared to have been caused by disconnections of both power cables from external power, and the alarm resolved when power was restored to the system. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. The root causes of the reported cable damage and the observed low voltage/power cable disconnect alarms were unable to be conclusively determined. The root cause of the observed no external power alarm appeared to have been user error in disconnecting both power cables from external power. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users that the backup battery should only be used in emergencies. Inappropriate use of the backup battery may lead to diminished run time during a power loss emergency. Heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the power cable disconnect, low voltage, and no external power alarms. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.